Event description:
Healthcare professional reported, right side rupture. Device was explanted and replaced with non-allergan brand.

Manufacturer narrative:
Visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device was explanted and replaced with non-allergan brand.